Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was having trouble with her device and the last 3 days the patient had been in bed because the stimulation hurt badly. The patient stated that stimulation hurts from time to time but it usually goes away. The patient noted that right now stimulation was going down her right leg and it was uncomfortable. The patient mentioned that she wasn't sure if it was just that stimulation was too high, but she was thinking something else might be going on. There were no further symptoms or complications reported or anticipated.